Event description:
During a laparoscopic cholecystectomy procedure reportedly, the instrument locked on the cystic duct. The surgeon removed the instrument without patient injury.

Manufacturer narrative:
6/30/97-supplemental report #2 submitted to FDA. Please disregard supplemental report #1 which was submitted in error on 6/27/97. Please refer to the initial report submitted by the MFR on 4/23/97 for all info concerning this event.